Event description:
Follow-up info received on 18-jul-2001 indicated that the pt underwent a three hour surgical procedure but that the surgeon was not successful in retrieving the needle.

Event description:
On 06/12/2001, a report was received from a dentist concerning a pt who received an injection of local anesthesia for the extraction of a left lower molar. A lower left mandibular block was administered using a syringe and an accuject dental 30 guage short needle. During the injection of the local the accuject needle separated at the hub and broke off in the pt's mouth/jaw. It was noted that care was taken to ensure that the needle was not bent during the procedure. The procedure was aborted and the pt was referred to an oral surgeon who was able to retrieve the needle. Add'l info requested.